Manufacturer narrative:
PMA/510(k) # k171619. Device evaluation: the cdsg-14-175 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: manufacturing records review could not be completed as the lot number is unknown. However, prior to distribution all cdsg-14-175 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Review of historical data: historical data was not reviewed as the lot number is unknown. The instructions for use, ifu0102, states the following in relation to the intended use of the device: ¿the device is intended for treatment of acute non-toxic megacolon, pseudo-obstruction (ogilvie's syndrome) and colonic strictures." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was determined. It is known that the device was used in the volvulus. The instructions for use state that the intended use for the device is for the treatment of acute non-toxic megacolon, pseudo-obstruction (ogilvie's syndrome) and colonic strictures. The use of the cdsg device in the volvulus is off label use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations via cri form "the colon decompression tube migrated at 24 hours after placement. The colon decompression tube was removed at 24 hours after placement. Treatment with the colon decompression tube was considered successful at the time of removal as confirmed by imaging." Final pmcf report received on (B)(6) 2022. It was confirmed by medical affairs that the use of cdsg device in the volvulus is off label use. Complete initial report is being submitted due to the completion of the investigation and an update to the investigation conclusions on (B)(6) 2022.